Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this device exhibited premature battery depletion consistent with that of a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.